Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a THERMOCOOL SMARTTOUCH SF Catheter and the patient experienced a cardiac tamponade which required pericardiocentesis and a pericardial window. While mapping with the THERMOCOOL SMARTTOUCH SF Catheter, they discovered a pericardial effusion on intracardiac echocardiogram and confirmed the injury. A pericardiocentesis was performed, and around 1,100 cc worth of blood was removed. The patient was sent to surgery for a pericardial window. No ablation had been conducted during the procedure. Activated clotting time during the procedure was 260 seconds. The patient stayed at least one extra day at the hospital. The patient¿s condition has improved. The physician is unsure of the cause of the event.

Manufacturer narrative:
An Analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product Identification number was not provided to complete the evaluation. As part of our company quality system process, all devices aremanufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc. or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's Reference Number: PC-(b)(4).